Event description:
It was reported that, one day after implant, the implantable cardiac monitor (icm) recorded false asystole due to loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).